Event description:
A hospital in a foreign country, reported that an rt236 infant breathing circuit was causing alarms constantly. No pt consequence was reported.

Manufacturer narrative:
The device is due to be investigated. We will provide a follow up report with the results of our investigation. A lot check revealed no other similar complaints for this lot number.